Event description:
Additional information indicates the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg and anchor sites and was hospitalized. As a result, surgical intervention was undertaken wherein the ipg and anchor sites were opened and cleaned to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.